Event description:
It was reported that the device reached eri status. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the pacemaker¿s memory content was analyzed revealing that the pacemaker switched into the safety backup mode on february 1, 2022, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Moreover, the analysis confirmed the clinical observation. The device switched to eri battery status following re initialization done on september 10, 2024. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. The eri battery status was successfully reset and subsequent interrogation yielded the battery status ¿ok¿. The analysis demonstrated that the eri battery status was anticipated due to prolonged operation in safety backup mode from 1 february 2022 to 10 september 2024. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. Additionally, a stress test under different temperature environments was performed revealing no anomalies. In conclusion, the device proved to be fully functional and there was no indication of a device malfunction.